Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device stopped working on a patient. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the front corners and top of case were chipped and the right plunger case was cracked. Review of the event history log showed an occurence of "primary audible alarm bgnd test." Functional testing involved occlusion and audio testing. The reported issue was not duplicated during the functional testing, no physical or other damage was found on the speaker. The speaker was replaced as a preventive measure. Service history review identified this device has not been in for service previously., corrected data: h5.